Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during setup, the cardiosave intra-aortic balloon pump (iabp) had a broken power cord. Ground pin of ac power cord plug was broken and missing. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The ground pin of the ac power cord plug was broken and missing. The fse replaced the damaged ac power cord reel (0012-00-1688-21). The fse stated the damage was due to operator error. The fse performed functional tests. The fse simulated pumping for 15 minutes using a trainer. There were no issues observed. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0012-00-1688-21 with a reported unit failure of a broken power cord. The fat performed a visual inspection and found the part to have a broken ground prong. Confirmed the cord is broken. Probable root cause is a user error. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.